Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result generated when running the cobas® 8800 sars-cov-2 when compared to the cobas® liat® system. The initial test with the cobas® 8800 system sn 5045 generated sars-cov2 positive result. The same sample was repeated with the cobas® liat® sn 19396 and the result was negative and the result was reported as not detected. The sample was then sent out to a reference lab and a further repeat was performed, the result was positive (rdrp gene CT = 35.99, n gene CT = 34.93). Patient was called back for treatment once the result from the reference lab was confirmed. No indication of any harm to the patient. Investigation is ongoing.

Manufacturer narrative:
Facility name is truncated due to character limit facility full name: (b)(64). Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
A review of the control curves in the data provided was performed and no major shifts or suppressions were observed and the CT¿s generated were in line with internal release data. The investigation performed did not identify any product problem related to the customer allegation. Based on the investigation performed and the data provided, there is no indication the product is not performing as intended. The discrepancy alleged is likely due to a sample near the limit of detection (lod) of the test, which can cause the sample to waiver between positive and negative, or other sample specific factors. Additionally the differences in technology cannot be ruled out as a contributing factor. (B)(4).